Manufacturer narrative:
The actual device is not returned. However, some information is available for the device from historical data analysis. This supplemental report is being submitted to provide this information. The device history review confirmed that there were no abnormalities, special adoptions, or variations in manufacturing. To prevent static electricity from being charged before unpacking the device, each of the sdi cables supplied with the cv unit is packed in an antistatic bag, so that excessive static electricity will not be applied to the device between the device packing and unpacking. The electrostatic resistance strengthening measure was applied for the dx substrate which controls the sdi output. This was a new device being installed for the first time; the inference can be made that the sdi driver ic is considered to have failed because excessive static electricity was applied to the sdi output terminals during the period from unpacking to device installation. This event is not considered a malfunction related to the design/manufacture of the device, but a malfunction caused by the handling at the time of equipment installation.

Manufacturer narrative:
Relevant additional information was received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, and h10. This device was being used in conjunction with a concomitant device light source. All connections had been checked and were secure. All the settings were checked and correct. No error messages had been displayed for the issue. No physical damage nor damage near the sdi output was observed in the visual inspection of the device.

Manufacturer narrative:
There is no additional information known about the event yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, upon receipt the device was having no image output. There was no patient involvement.